Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have had on and off pain with them for the last couple of years, I have in the last year or so not been able to feel the implant in either boob which just make me concerned of a possible rupture". This record is for the right side. Device remains implanted.